Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure, one side of staple line in parenchyma tissue was malformed. They took a new instrument and had the same problem. They sutured by hand to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52n9x. Conclusion = shrouds conclusion: the analysis found that one ec60a device was returned with the handle shrouds slightly separated and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. No conclusion could be reached as to what may have caused the handle shrouds to become separated, however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.